Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation indicated that the device would not be charged and would be emitting irregular beeping sounds when coupled with a charger. Failure investigation determined that the battery management section of the asic-u2 was defective. The device data was captured using a substituting battery. It was confirmed that there was no charging attempt recorded indicated that the charging anomaly was not identified during the manufacturing process.

Event description:
A report was received that the patient was having difficulty charging ipg. It was mentioned that the charger pack could not pair with the ipg. The patient underwent a revision procedure wherein the ipg was replaced.

Event description:
A report was received that the patient was having difficulty charging ipg. It was mentioned that the charger pack could not pair with the ipg. The patient underwent a revision procedure wherein the ipg was replaced.